Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, when the device was placed across the ip and round ligaments and fired, there were no staples properly formed. Another like device was opened and used without incident.